Manufacturer narrative:
Sus voluntary even report was received. Medwatch: mw5145762.

Event description:
It was reported via the food and drug association (FDA) medwatch program that the patient's right atrial (ra) lead was over-sensing noise leading to pacing inhibition, had no capture, and had low pacing impedance. Programming changes were made. Further information was not provided.